Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 110 ml in the reservoir. Visual examination of the unit confirmed that the lavender coil cap separated from the small volume cover and the bladder inflated on one side. The root cause was determined to be misassembly of the coil cap; the stress member flange was not properly orientated, causing the coil cap to separate. No evidence of loose stress-member or bladder was noted; the stress-member and bladder were found completely intact without defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the separated/cracked coil cap is in progress through (B)(4).

Event description:
Baxter (B)(4) received a report that for one (1) infusor device, when the filling started, only one side of the bladder was inflated. Then the coiled cap came off and the stress member and the bladder were loose. There was no patient involvement and no patient injury and medical intervention. No additional information.